Event description:
It was reported that pruitt f3 shunt balloon ruptured during testing for carotid endarterectomy. It was not used on patient as the issue occurred during testing prior to the carotid endarterectomy procedure.

Manufacturer narrative:
We have not received the complaint device for investigation. Therefore, we could not conclusively determine the root cause of the device malfunction. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. We have not received any similar complaints related to this lot number.